Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation summary: the device was returned to allergan and visual analysis noted the device weighed 450.21 grams. Deformation and crease/fold were observed. The gel was observed to be cloudy and have bubbles after the autoclave process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and visual analysis noted the device weighed 450.21 grams. Crease fold and deformation was observed on the device shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV. The device has been explanted.